Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a23 - use of device problem. Patient problem code: f26 ¿ no health consequences or impact. Patient problem code: e2010 - needle stick/puncture. It was reported the needle went through the side wall of the plastic cap. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a needle assembly with the needle tip passed through the plastic shield. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This needle should not be recapped. A device history record review was completed for provided material number: 305127, lot: 0202331. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305127, batch#: 0202331. It was reported by the customer that needle was being capped and the needle went through the side wall of the plastic cap. This ended up sticking an employee. I wanted to reach out and inquire with you about what all needs to happen to report a defective product. I'm going to be contacting mckesson and medline as well but wanted to start with you since it¿s a bd product. The product is a needle cap and what happened was that the needle was being capped and the needle went through the side wall of the plastic cap. This ended up sticking an employee. We have tried to replicate the issue with another needle and cap but haven't been successful in replicating the issue. I have a picture of it and it absolutely went through the wall of the cap. My thought is that the plastic must have been too thin and it allowed for the needle to catch it and puncture the plastic. Response received on (B)(6) 2023: 1. What was the employee outcome? Employee received a needle stick injury resulting in the practice following our needle stick protcols. 2. Was there any patient involvement or patient injury? No patient injury, however, per our protocol, we required the patient to go to the lab and have specific labs drawn at the cost of the practice. 3. Please advise the quantity of defective needle involved. Only one defective needle cap has been identified. 4. Was this noted before use or during use? Needle was capped and after it was capped, it was handled by employee to dispose of and that is when the needle poked the employee due to it sticking out of the plastic cap. This was a faulty cap. Needles are to be capped immediately after use. This was done, however, the cap material was too thin and the needle punctured the cap resulting in a needle stick injury.